Event description:
It was reported that the patient underwent a posterior spinal surgical revision procedure due to pseudoarthrosis. It was reported that the tip of the driver broke off during use removing a screw. All fragments were removed. No patient complications were reported.

Manufacturer narrative:
(B)(4): visually confirmed approximately ~3 mm of the instrument¿s tip has been broken off, which is consistent with interface with the screw head during use. Dimensional inspection of the inner shaft diameter confirmed conformance to the print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, which is consistent with torsional overload. The pin that holds the collar to the center shaft has sheared, which is also consistent with overload condition. It was observed that the tip of the instrument was subjected to torsional overload, which is the root cause of the failure.